Event description:
Right thorascopy with lung biopsy and vats procedure completed. Outpatient chest x-ray revealed a cylinder like object. Surgery completed. Retrieved a segment of a broken 12 mm trocar.